Event description:
At 5:19pm the customer, who also works at a hospital, received a blood glucose reading of 168mg/dl from the contour next link and took insulin accordingly. At 7:06pm his reading was 62mg/dl. He felt dizzy and was sweating profusely. He was stumbling and fell to the floor. He ate 2 glucose tablets, an orange, tablespoon of peanut butter, and drank water. He was taken to the ER at 7:11pm and his blood glucose reading was 86mg/dl. He was given an IV. The customer refrigerated the test strips. He returned them for evaluation. New meter and strips were sent to him.